Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. Patient was under 2 years old, which is off-label usage of the device. On (B)(6) 2023, the patient experienced a skin reaction with redness and soreness under the entire patch area. The skin was prepped with alcohol prior to sensor insertion. No photo was provided. The patient consulted with a doctor and the area developed into impetigo. The area was treated with mupirocin topical ointment and oral septra. The reporter stated that the skin reaction was healing at the time of report. No additional patient or event information is available.